Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.a716usqsbgxb1. Hardware: sm-a716u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on an unspecified date. The patient reported that they were hospitalized 3 different times in 2 months because of an issue with the omnipod. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.